Manufacturer narrative:
The technician was able to duplicate the reported event after replicating the account¿s sterilization methods, which does not include an autoclave dry cycle. According to a review of the risk documents, the device can overheat if it is improperly sterilized. Therefore, it is likely the reported event was caused by insufficient dry time.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.